Manufacturer narrative:
H10. Pending investigation. These devices are used for treatments, not diagnosis. There is no other information available.

Event description:
It is reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2018, with no revision surgery reported. There is no device information provided. No radiographic images of the device are provided. There is no other information available.

Manufacturer narrative:
Manufacturer narrative: the reason for the prosthesis wear reported cannot be confirmed from the information provided but may be related to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.